Manufacturer narrative:
The t:slim g4 cartridge user guide states: do not remove the used cartridge from the pump during the load process until prompted on the t:slim x2 g5 pump screen no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred. Customer¿s blood glucose level was 113 mg/dl. During the report it was found that the customer was not following the screen prompts when performing the load sequence. The customer successfully reloaded the cartridge and insulin delivery was resumed.